Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e411 rack analyzer. The initial result was 55.53 u/ml. The repeat results were 0.979 u/ml and 1.61 u/ml. Additional results of 0.200 ng/ml with a data flag and 1.97 ng/ml were provided from the date of (B)(6) 2025. It was unclear if these results were additional repeat tests of the sample. Clarification was requested but has not yet been provided. The result of 0.979 u/ml was released due to the patient's clinical condition.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within range. There was no product problem identified.